Manufacturer narrative:
E1 phone number: (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 15 minutes into the procedure the clinicians were unable to ventilate due to a significant circuit leak. They traced the leak to the et tube. The pilot cuff was deflated and they were unable to inflate which suggested a tracheal cuff failure. Surgery was stopped and the faulty ett was exchanged via a bougie using the glidescope. Patient was re-intubated and surgery was paused. Intubation was successfully achieved and surgery recommenced. On their inspection it was not the tracheal cuff that was damaged but rather the joint between the tube and the cuff." There was patient involvement.

Manufacturer narrative:
A1: patient initials updated. H3: the device was received for evaluation. Visual and functional tests were performed. The customer's stated problem was not confirmed. No damage was noted at the joint between the tube and cuff nor was there any leak as reported. There was no known cause of the reported issue, and no further action was taken.